Manufacturer narrative:
(B)(4): the reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient was treated with vancomycin (route, dose and frequency not reported) and gentamycin (route, dose and frequency not reported). The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available. This is report 1 of 3 involved in this peritonitis event.